Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy utilizing the liberty select cycler / liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence which indicates a liberty select cycler / liberty cycler set product issue or malfunction caused or contributed to the patient event. The exact cause of the patient¿s peritonitis cannot be determined with the information currently available. Peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies. Those individuals undergoing pd therapy are known to be at high risk for infections of the peritoneum. Additionally, peritonitis is a well-known complication and/or risk of undergoing pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support requesting information regarding long drain times and during the call stated that they had an infection and had just received a new catheter. The patient reported having long drain times for two weeks but was not in treatment at the time of the call. Treatment data for (B)(6) 2019 was recorded during this call. Upon clinical review if the treatment data available, there is no evidence of any increased intra-peritoneal volume (iipv) in relation to the reported long drain times. There were no reported issues with any fresenius products in relation the reported infection or long drain times during pd treatment. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) indicated that the patient had peritonitis (date unknown) which was not related to any fresenius products. The nurse also stated that the long drain times were likely related to placement of a new pd catheter (not a fresenius product). Details surrounding the peritonitis event are unknown as the nurse declined to provide any additional information. No new information has been received despite multiple follow-up attempts.